Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a pocket revision due to a hematoma. The hematoma was evacuated. At this time, the system device remains in service. No additional adverse patient effects were reported.